Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The same day as onset the patient presented to the emergency room (ER) for peritonitis, manifested by cloudy effluent. The same day the patient was treated with ancef, intraperitoneal (ip) daily; cefepime (ip) daily; and cipro, oral, daily (dose and frequency was not reported). The patient was not hospitalized for the event. The cause of the peritonitis was reported as possibly related to a pd catheter cuff exposure; this was not confirmed. At the time of this report the patient was recovering from peritonitis. Additional information was requested, but is not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents for potentially associated lot numbers h13i13041 and h13h13043 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).